Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified right common femoral artery using a proglide device after a laser atherectomy of the superficial femoral artery. Reportedly, once the needles were deployed, and the lever returned to its original position, the device could not be removed from the patient anatomy. The lever was reactivated a couple of times, and the device angle moved a little bit. The device was pulled back gently and the device was removed from the groin. The guide wire was still in place and an 8 fr sheath was placed in the groin. Once the device was removed it was observed that the posterior foot plate was missing. The patient was taken to the operating room for exploration. The surgeon recovered the missing foot plate in the tissue track close to the arteriotomy. Hemostasis was achieved at the time of surgery using a non-abbott device and manual arterial compression. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned partially deployed with the plunger, suture, anterior cuff, and needles in pre-deployed position. The link, posterior cuff and broken posterior foot were not returned. The posterior foot was broken as reported, but the plunger was not depressed to deploy the needles. Possible contributing factors for the reported difficult device removal and broken foot include, but are not limited to manufacturing, challenging anatomical conditions and incorrect deployment technique. The foot is deployed and retracted during manufacturing to test the needle trajectory of every device. The reported mild calcification in the artery could have contributed to the reported difficult device removal; however this can not be confirmed. Tissue caught under the foot could prevent the foot from being fully retracted into the guide. Forcibly removing the device while the foot is not fully retracted could cause the posterior foot to break, as detected. The proglide instructions for use (IFU) states: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. The returned condition of the device suggested that an attempt was made to remove the device prior to depressing the plunger to deploy the needles and retracting the plunger to retrieve the suture. This is incorrect deployment sequence, per the IFU. However, this would not have contributed to the reported difficult device removal and broken foot. No manufacturing or quality deficiency was detected as a result of this investigation. Based on the investigation findings, the probable cause for the posterior foot break is related to the operational context in the use of the device. Review of the device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.